Event description:
Device 1 of 2. Please see MFR report #1627487-2010-02594 for device 2. On (B)(6) 2007, the patient was implanted with an scs system. It was reported that the patient developed an infection. The leads were explanted and the ipg was left implanted so that it could be re-used once the infection at the lead site cleared. On (B)(6) 2010, the doctor decided to re-implant the patient. The patient received new leads and at that time the doctor decided that he preferred to use a new ipg as well. The system was implanted and the stimulation was recaptured.

Manufacturer narrative:
Evaluation, method - the device history and sterilization records were also reviewed. Results- the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported infection could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.